Event description:
A director of surgery reports that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system. There was no patient impact/injury associated with this event.